Event description:
Rptr would like to report an adverse reaction to this device. Rptr's institution has purchased this product for hosp wide use. In the 34 years that rptr has been inserting IV needles/catheters, the past two weeks using this product, has caused them to be more exposed to blood byproducts than in the previous 34 years. Rptr has had the sales rep give an add'l inservice on the use of this needle without satisfaction concerning the fault of blood exposure from this catheter. The theory might be that the product can prevent less needle sticks but the fault with this catheter will/has exposed medical personnel to larger amounts of contaminated blood. In the 34 years of nursing rptr has only had 1 needle stick and it was from trying to give a medication through the IV tubing for a seizure pt. In the past two weeks only 4 out of numerous emergeny dept IV insertions have been free of blood spill. On a daily basis rptr has been informed from colleagues of the same complaint.